Event description:
This female pt underwent a (pci) percutaneous coronary intervention of the distal right coronary artery. The lesion was a de novo, moderately calcified and slightly tortuous. There was 75% stenosis. The lesion was pre-dilated and a cypher (2.5x28mm) was delivered, but it would not cross the target lesion due to the calcification. Therefore, the cypher was redelivered to the target lesion by 5-in-6 technique (5fr: unk, 6fr: launcher jr4), but the cypher did not cross the target lesion again. Even though the target lesion was pre-dilated with the balloon used for the pre-dilation again, the cypher could not be delivered. When the cypher was retrieved from the pt, the physician confirmed the stent strut to be flared at the distal end, and so the physician decided not to use the cypher. Eventually, the procedure was finished successfully with the implant of a (bms) bare metal stent (driver 2.5mm). There was no pt injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. No further info was available.

Manufacturer narrative:
This device is not distributed in the united states. However, it is similar to the cypher sirolimus-eluting coronary stents distributed in the us. Add'l info will be submitted within 30 days of receipt.